Event description:
Additional information was received as follows: per the physician the sac enlargement was due to type ii or IV endoleak on angio, neither was clearly evident. After intervention was performed the endoleak resolved and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Exact date of event is unknown.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a follow-up CT on an unknown date showed there was contrast in the aneurysm believed to be from a distal type ib endoleak. It was also noted that the aneurysm sac expansion was attributed to the type ib and type ii endoleak. The decision was made to perform an angiogram to confirm if the endoleak is evident. The type I and type ii endoleaks were seen on angiogram; therefore, the physician extended the stent graft and relined the proximal segment. No additional clinical sequelae were reported.